Event description:
The patient was escalated to an impella 5.5 on the 9th day of impella cp support. It was reported that the patient procedure outcome while supported on the impella 5.5 was expired. Medical safety review of the event noted use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2024-10418 was provided in sections b3 date of awareness was corrected, b5 additional information was provided, d6a date of implant was added, d6b date of explant was added, h1, and h6 codes were all corrected.

Event description:
The user facility reported a female patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported successful placement of impella cp, patient then decompensated requiring epi gtt. Pt further decompensated to vt and shocked x 2 to st. Pt was non pulsatile with only impella flow 3.5 lpm. Decision was made to increase to va ECMO concurrent with impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Product was not returned for review. The root cause of the pc leak was unable to be determined as limited clinical details were provided and no product was returned for review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿